Event description:
It was reported, the telescope had broken off components and an image problem. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the outer tube was bent and was without inner and outer adapters and protector tube; the objective window fiber was broken; the optical fiber system had broken optical lenses. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e2, e3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reportable malfunctions occurred due to excessive use. Additionally, it¿s likely the broken lenses in the optical system resulted from the bent outer tube. A definitive root cause of these events were unable to be identified. Olympus will continue to monitor field performance for this device.